Manufacturer narrative:
Based on the information available and the testing conducted, the root cause is due to defective capacitor assy. The device is operational after replacement of capacitor assy. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the defibrillator shows a "device error" message. There was no reported patient involvement.